Event description:
It was reported that there was a programming issue with an implantable neurostimulator, specifically a b35300 model, which was placed with one lead. The recharge interval calculation reported a value of 5 days, which was considered too low given the settings and impedances. The issue was not resolved through troubleshooting. The resolution involved educating the customer and providing information. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported the issue wasn¿t with the battery, it was with the recharge interval calculator on the tablet for unilateral implants. The rep noted the patient¿s monopolar single program in the right neurostimulator at 5 ma and lower impedance estimated 5.1 days while the bipolar (normally high draining) single program in the left neurostimulator at 1.6 ma and higher impedances (1,000) had 25 days. The rep noted if you compare that to a bilateral implant (i.e two activated programs) with average settings and average impedances, the estimate is on average about 10 days even though you have two active program.

Manufacturer narrative:
Section d10 references: product ID a610. Serial# unknown: product type software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.